Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. This emdr represents the bard/davol perfix plug (device #3). Additional emdrs were submitted to represent the bard flat mesh (device #1) and the bard/davol marlex mesh (device #2). A DHR review and investigation will be performed for the provided lot number; should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of bard/davol perfix plug on (B)(6) 2016. The patient also underwent surgery for the implant of unspecified bard mesh (bard flat mesh) and marlex mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleges that the patient experienced emotional distress and the device was defective.